Event description:
A report was received that the pt was hospitalized due to having pain at the ipg site. A CT scan found swelling and fluid behind the ipg. It is unk whether the pt's symptoms were due to infection or irritation. The ipg was explanted as a precaution in case of infection. It is unk if a culture was taken. The pt was released from the hospital and was treated with intravenous antibiotics at her home.